Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported that the results of therapy were somewhat diminished. Patient stated that the sensation they had in their arm and back was totally gone. Agent reviewed the rep's role. Agent redirected the patient to hcp and provided a nas number for rep visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were likely being greedy and that also had unrealistic expectations of what could be accomplished with the implantable neurostimulator (ins). The patient never lost relief in their therapy, they have sustained 90% relief since they were activated post-op. The patient wished to have 100% relief because they do still have occasional days where the pain is felt, but far and few between, and nowhere near what they used to be. The sensation they no longer feel in their arms is pain. Despite all of this, it was offered to the patient to schedule a reprogram visit if they felt they wanted to explore trying to get better relief and they declined. They said they couldn't be happier than what they are now and do not think it could possible be better since they are almost completely pain free. They were simply curious to see if there was anything they could do to avoid the occasional days where they feel minimal to moderate amount of pain. Nothing further was needed to resolve the case.